Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been shaking for about 8 days and it has been getting worse. Patient's representative requested assistance on how to check implanted neurostimulators battery level. Agent reviewed how to use the handset and communicator. Caller was able to successfully connect to the implant and check battery levels. Caller states therapy is off and was able to turn therapy on; shaking stopped. Caller states patient charges about once a week. Agent reviewed patient may want to monitor ins battery level.